Event description:
It was reported that the pump was not working efficiently. The rotor only turned about 15 degrees during a rotor study instead of the expected 60 degrees. The pump was explanted and sent back for analysis. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.